Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of the incident. The time of the hospitalization was 8pm and the date of the hospitalization was (B)(6) 2016. The customer's mother stated that they experiencing vomiting. The customer's mother stated that they were wearing the insulin pump at the time of hospitalization. The customer's mother declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.